Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During advancement of the closure device through the deep seated was sheath, the sheath suddenly moved more deeply into the laa. At this time, the physician quickly withdrew the sheath, and the patient became hypotensive. The physician then deployed the closure device, which failed to meet release criteria due to inadequate compression and was fully recaptured. Following recapture, a pericardial effusion and cardiac tamponed occurred as a result of a perforation. At this time, a pericardiocentesis was performed to withdraw 1300 ccs of fluid, 1000 of which were auto-transfused. The case was aborted without implanting a closure device. The patient is in good condition. On (B)(6) 2018, the patient returned to the cath lab and a 24mm watchman laa closure device was successfully implanted. The patient is doing well.